Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on rectum during an anastomosis procedure, after the device was fired without issue, it was removed from the patient with excessive force. The patient's carbon dioxide (co2) levels became raised during the procedure and developed anaesthetic induced emphysema. The physician was not satisfied with the outcome of the procedure and the sphincters were not functional, so a diverting ileostomy was made. The patient was brought back to the theater the next day for investigative laparotomy for suspected leak. Patient had a full necrosis of bowel which was deemed unoperable. Decision was made to close and remove ventilation on ward. The patient is now deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on rectum during low anterior resection, after the device was fired without issue, it was removed from the patient with excessive force. The patient's co2 levels raised during the procedure and developed anaesthetic induced emphysema. The physician was not satisfied with the outcome of the procedure and the sphincters were not functional, so a diverting ileostomy was made. The patient was brought back to the theater the next day for investigative laparotomy for suspected leak. Patient had a full necrosis of bowel which was deemed inoperable. Due to severity of the complications and necrosis in bowel a decision was made not to intervene further and the patient would have ventilation removed on return to the ward. It has yet to be confirmed if this patient is now deceased however that is the future prognosis. The surgeon attributed the death to patient comorbidities and response to surgical intervention. Patient health history contributing factor to death not the device.